Event description:
Healthcare professional reported, "this is the third access port replacement that this pt has had since her primary band. I attended the case and observed that the stainless steel connector on the tubing connecting the band to the port had perforated the tubing at its distal end." This report documents the first access port replacement. Investigation in progress.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. See related medwatch report# 2024601-2013-00469 and 2024601-2013-00470. No additional info has been reported to allergan regarding the serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."